Event description:
During an attempt to access the left posterior cerebral artery (pca) to embolize a partially thrombosed basilar tip aneurysm, the guidewire repeatedly accessed the left supra-medial-choroidal artery. The physician experienced resistance trying to remove the guidewire; therefore tried to remove the microcatheter and guidewire together as a unit. Both devices were jammed and could not be advanced or retracted from the supra-medial choroidal artery. After unsuccessful manipulations, the devices were ultimately removed as a unit, and part of the artery (unknown artery) was also removed. A subarachnoid hemorrhage was observed, and the patient was sent to the intensive care unit. Two days post the procedure, the family decided to withdraw care and the patient expired. No other information is available.

Event description:
During an attempt to access the left posterior cerebral artery (pca) to embolize a partially thrombosed basilar tip aneurysm, the guidewire repeatedly accessed the left supra-medial-choroidal artery. The physician experienced resistance trying to remove the guidewire; therefore tried to remove the microcatheter and guidewire together as a unit. Both devices were jammed and could not be advanced or retracted from the supra-medial choroidal artery. After unsuccessful manipulations, the devices were ultimately removed as a unit, and part of the artery (unknown artery) was also removed. A subarachnoid hemorrhage was observed, and the patient was sent to the intensive care unit. Two days post the procedure, the family decided to withdraw care and the patient expired. No other information is available.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The subject device is not available; therefore analysis cannot be performed. A ship history review performed on lot numbers supplied to the user facility prior to the reported event, confirmed that the devices met all material, assembly and performance specifications. Information available indicated that the patient's anatomy was tortuous. In addition, the directions for use (dfu) indicates to never advance, auger, withdraw, or torque a guidewire which meets resistance. Excessive force against resistance may result in damage to the guidewire. Based on this information, it is probable that resistance encountered during device removal was caused by tortuous anatomy; leading to removal difficulties during procedure. However, hemorrhage, vessel dissection and patient outcome of death are risk associated with endovascular procedures and noted as such in the dfu. Therefore, a root cause of anticipated procedural complication has been assigned to this event.